Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was stuck. The insulin pump alarmed button error. The insulin pump also locked up. He changed the battery and the insulin pump alarmed battery out limit. The customer was unable to do anything with the insulin pump. Customer's blood glucose level was 308 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored, and no battery out limit alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a scratched reservoir tube window.